Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The physician was using a cloversnar 4-loop vascular retriever to retrieve a celect ivc filter from the patient. The snare portion of the catheter separated and remained in the patient. Another snare was used to retrieve the separated snare portion with no harm to the patient.